Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced recurrent pelvic pain, back pain, pressure with urination, urinary tract infection, bacterial vaginosis, vaginal discharge, suprapubic pain, sexual dysfunction, decreased libido, dyspareunia since hysterectomy was performed, pain coming from cervical stump with associated graft material, ovarian cyst, issues concerning vaginal mesh, free fluid in the pelvis, abdominal/pelvic pain with sneezing, coughing, and passing gas x past 3 days, constipation, urinary urgency, urinary frequency, urinary urge incontinence, overactive bladder, small amount white discharge in vault, microabrasions/petechiae but no active bleeding, mild to moderate cervical motion tenderness, mild bladder wall tenderness, mild suprapubic tenderness, and minimal adnexal tenderness bilaterally. She has required nonsurgical interventions.